Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) (B)(4) alleging that their onetouch ultravue meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The reporter claimed that at 6am on (B)(6) 2019, the patient's blood glucose was tested on the subject meter and the result obtained was "5.8 mmol/l", the patient was already in hospital at this point. It was reported that "within half an hour" the patient's nurse took bloods from the patient and sent them for a laboratory blood glucose test. It was report that at this point the nurse found the patient to be "listless and have a chill in his back". Without waiting for the laboratory test result the nurse gave the patient "sugar water". It was reported that "later" once the test results came back, the patient's blood glucose was "2.46 mmol/l". Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The nurse claimed that she believed the ultra test strips to be inaccurate. No information on the patient's normal diabetes management routine was provided. During troubleshooting the csr verified that the results were obtained from an approved sample site,the subject meter's unit of measure was set correctly at the time of testing, the patient's testing process was correct, the test strip vial was not cracked or broken and the test strips had been stored correctly and had not expired. The csr also verified that between the two test results there was no intervention which would be expected to change the patient's blood glucose. This complaint is being reported as the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event and received medical intervention for an acute blood glucose excursion after obtaining an alleged inaccurately high blood glucose result with the subject meter.